Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Technicians concluded that by review of device memory and available information, the device exhibited normal battery depletion at the time of explant and exceeded the nominally predicted longevity.

Event description:
Two weeks later, the device was explanted and the reason indicated was for normal battery depletion.

Manufacturer narrative:
As of this report, the device has not been returned. Should this device get returned and analyzed, this report will be updated

Manufacturer narrative:
The device remains in service at this time. Should additional information become available, this report will be updated as necessary.

Event description:
Boston scientific received information that this sales representative called technical services to report this clinic is concerned the pacemaker is exhibiting premature battery depletion. Technical services discussed the predicted longevity for this device and noted it appears to be on target. The sales representative was referred back to the clinic.